Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and prime anomaly. Customer's blood glucose level was 459 mg/dl. Troubleshooting for prime anomaly was performed. Customer advised insulin squirted out during the prime process. Customer changed out their infusion set and reservoir twice but the same issue recurred. Customer advised they received a new insulin pump and were not properly trained on how to use the device. Customer was advised to use their back up insulin pump and disconnect from the other device.